Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a right total knee that was done in 2012. The patient has pain with instability and laxity. Also poor alignment and gap balance. The surgeon removed the components and implanted new parts to solve the balance and laxity issues. The femur was well fixed. The tibial tray had cement stuck to the underside anteriorly, but none posteriorly. The tibial insert was in good shape with no wear signs. The patella was retained. The patient is stable. Doi: 2012; dor: (B)(6) 2017; right knee.